Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited low pacing impedance. The ra lead was explanted and replaced. The patient was in stable condition.